Event description:
The rptr did meter to lab comparison tests. Rptr's am test at home had a result of 128 mg/dl. One-half hour later rptr went to lab, where test result was 175 mg/dl. Rptr did not have any symptoms. A control solution test was not done due to lack of supplies. Following up, rptr verifies confirmation dot; the blood sample technique is accurate. Rptr has not cleaned the meter. Rptr called back to state that with new supplies, a control test was in range, 125 (94-141) and a blood glucose test result was 142 mg/dl. No harm was alleged.